Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device powered up with an abnormal grinding noise from the device fan assembly and multiple s233 (over-temperature-psc) malfunction alarm codes were noted in the device history. The probable cause was due to a broken fan assembly, (B)(6) 2014. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. The device was returned to the biomed dept with a note that stated, "s233 malfunction alarm and noisy fan". No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 (over-temperature-psc) malfunction alarm codes were noted in the device history. No additional info was provided.